Event description:
Pt with a history of ventral hernia repair with a large mesh. She had colon resection for cancer in 2006, which required division of the mesh. The pt had recently developed pus drainage from two portions of the wound and was brought to the operating room 4 months later for removal of the infected mesh. During surgery the ring of the previous kugel mesh was found to be broken and poling up vertically through the wound. The pt tolerated the procedure well and was discharged from the hosp 4 days later.